Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during log file review the manufacturer¿s technical services observed that the time stamp throughout the log file was (B)(6) 2001 at 1:00. This indicated that at some point all power was depleted from the external power source as well as the system controller¿s internal backup battery, resulting in pump stoppage. The patient was asymptomatic.

Manufacturer narrative:
Although the reported clock reset was confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.